Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patient's eye. The surgeon reports elevated iop and addition of surgical pi's. Attempts to obtain additional information have not been successful.